Event description:
Reporter indicated that the site's dell handheld computer became frozen after interrogation. It was reported that on one occasion the issue resolved without intervention. It was reported that the event occurred a second time and a soft reset did not resolve the event. The handheld computer and software have been returned to manufacturer, and new products have been sent to the site.